Manufacturer narrative:
Explanation for code 68 (other): the laboratory evaluation confirmed a crack on the connector. It should be noted that the device was received broken in several pieces, and the outer cannula was greenish in color. During a follow-up telephone conversation, the pt reported that the device was not broken in multiple pieces, nor was it greenish in color when he gave it to his pharmacy to forward to us. Hence, the MFR is unable to ascertain the root cause of the problem.

Event description:
The connector of the outer cannula, where the inner cannula locks on, broke after 2 weeks of use. There was no pt injury. Pt obtained a replacement tracheostomy tube from pt's pharmacy.